Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that there is no response with keypad up arrow on the insulin pump. No further information provided.

Manufacturer narrative:
Insulin pump received with keypad button unresponsive due to corrosion on keypad traces. Insulin pump had minor scratches on lcd window, cracks on the battery tube threads, cracks on the reservoir tube lip and missing end cap sticker.